Event description:
The dealer alleges the tilt motor melted. No injury is alleged.

Manufacturer narrative:
This MDR is being filed in response to invacare's commitment to FDA (B)(4) to review all adverse event files processed in the last two years and to file mdrs as necessary, based on invacare's newly revised complaint handling procedure and work instruction. MFR spoke with the dealer who alleges a tilt motor melted. The chair is 15 months old. The chairs service and maintenance history is unk, and has not been provided by the dealer. Filing solely on dealers statement the tilt motor melted. MFR is working to obtain the tilt motor for eval. The product has not been returned for eval at this time. Malfunction is not confirmed.